Event description:
It was reported the patient was reading the telemetry strip and it read ¿pump memory error¿ and ¿pump and catheter data¿ invalid. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).